Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the anterior, broken on the plug strap, partial delamination on the plug strap disk shell and white particles (calcification) on the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior, broken sharp on the plug strap, partial delamination of the valve and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consist in the use of some surgical tool. A sharp broken on the plug strap due to an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure). Partial delamination of the valve (adhesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left-side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient representative reported patient experienced ¿capsular contracture requiring capsulectomy,¿ baker grade unknown and an ¿increased risk of alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for the left side.